Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that prior to sterilization, while inspecting the instruments, sales rep noticed a piece had come unattached from the patella cutting guide.

Manufacturer narrative:
Product complaint # : (B)(4). Examination of the returned device revealed breakage. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.